Manufacturer narrative:
Follow up #1 (05/28/2013): on (B)(6), 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) and spoke with a customer care advocate (cca) providing additional information regarding this complaint. The patient tests her blood glucose 2-4x daily and her expected results are usually between ¿7-9 mmol/l.¿ the patient manages her diabetes with humalog insulin (11 units 3x daily with meals) and lantus insulin (42 units 1x before bed). The alleged issue began around 330am; however, the patient could not specify the date. Prior to comparing meters, the patient claimed she woke up feeling a symptom of excessive perspiration. The patient ate an orange and some yogurt as treatment. The patient could not specify results obtained prior to experiencing symptoms; however, denied making changes to her usual management routine. This complaint is still being reported because the subject meter did not meet lfs¿ accuracy criteria.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high compared to another device. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2013. He patient reported blood glucose results of ¿13 mmol/l¿ with the subject meter and ¿3.1 mmol/l¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. Prior to testing, the patient claimed she was ¿already feeling low.¿ specific symptoms were not provided. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.